Event description:
Instrument failure- the surgeon misthreaded the drill guide then tightened it, causing screw to snap and guide to break.

Manufacturer narrative:
The reason for this failure was reported as the surgeon mis-threaded the drill guide and tightened it, causing the screw to snap and break the guide. The outcomes attributed to this event are non-serious. There was a 50 minute delay in surgery and another suitable device was available for use. The screw guide and drill guides were returned to djo surgical for examination; the thumb screw was not returned. The returned screw guide and drill guide were visually examined. The drill guide and screw guide does not appear to be damaged / worn out. A review of the engineering print of the subject instrument shows that material type for all components of the device are 17-4 ph ss per astm a-564 type 630. The threads of the thumb screw are called out as 6-32 unc-2a with a shaft diameter of ø.100 +000/-.005 inches. End of life on surgical instruments can be determined by wear and damage incurred while being used for its intended purpose. The report evidenced that the surgeon mis-threaded drill guide and then tightened it causing the screw to snap and guide to break. The reported condition could possibly be the result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument instructions for use (IFU) 0400-0146 "recommendations for the care and handling for djo surgical instruments." A review of the device history records for the reverse shoulder prosthesis (rsp) baseplate drill guide and locking screw were examined. There were no non-conforming material reports associated with this product. A review of the product complaint report history shows there were 15 prior complaints against this instrument for damage/fracture since 2007. The root cause for the instrument fracture cannot be determined with confidence, but was most likely attributed to the over tightening or wrong threading of the screw using a hex driver. Containment is managed by health hazard evaluation (hhe) 2012-00013 and corrective and preventive action (CAPA) 2012-00019. The material of the thumb screw is changed from 17-4 ph sst (h900) to 465 sst (h950), which would increase yield strength by 30%.